Event description:
It was reported that during a permanent procedure of ipg replacement, physician accidently damaged one of the leads which is no longer functioning and was left implanted in. Patient is just implanted with one functioning lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.